Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that there was a large hematoma present, and the pacemaker (pm) site is bleeding. The patient was given antibiotics and left in stable condition.

Event description:
Additional information received indicated the entire pacemaker (pm) system was explanted and replaced. The patient was stable throughout the procedure.

Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Corrected data: h6 codes and b5 updated to show the patient also had an infection.

Event description:
Correction report needed to show the patient also had an infection which contributed to explanting and replacing the pacemaker (pm) system in addition to the hematoma.